Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) confirmed the customer's reported complaint. Fse removed the needle, cleaned and lubricated the rod and lead screw for the sample assembly. Fse then ran precision, calibration, and quality controls (qc). All results were within specification range. No further action was required. The g8 instrument was performing within specifications after completing the repair. A complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There was one similar complaint identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, error 710 z1-axis is when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported issue was due to a dirty and dry needle / syringe unit assembly.

Event description:
On (B)(6) 2017 a customer reported getting intermittent error 710 z1-axis on the g8 instrument. Customer stated changing the sample needle did not resolve the issue. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.